Event description:
Information was received noting that the portion of the lead still connected to the patients neck was protruding. The lead was later explanted. The physician later reported that the lead protrusion was due to the patients infection and explant. The explant for the remaining part of the lead was due to preclude more infection.

Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had their generator and lead explanted due to an infection at the generator incision site. Device history records were reviewed for the generator and lead and both products were sterilized and passed functional specifications prior to distribution. The representative indicated that the infection was a staph infection due to an external factor not related to the vns device. The staph infection was first observed on (B)(6) 2019. Device evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.